Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sixteen (16) minicaps had "the foam on the outside." This was observed before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Nine (9) samples were received for evaluation. Three (3) units returned were opened. Visual inspection was performed of the three (3) opened samples and the foam was observed outside the lid. Six (6) samples were returned sealed. Visual inspection was performed of the six (6) sealed samples and the foam was observed outside the lid of five (5) samples and one (1) sample did not present the reported defect. The reported condition was verified for eight (8) samples. The cause of the condition was most likely due to mishandling during distribution. The reported condition was not verified for one (1) sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.